Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported bacteremia could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported embolic stroke could not be conclusively determined through this evaluation. The account reported that the patient was admitted for suspected bacteremia. The patient was reintubated and reportedly experienced an embolic stroke. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on 11apr2021 (refer to manufacturer report number 2916596-2021-02550). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists infection (driveline, localized, and pump pocket or pseudo pocket) and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 6 also provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas patient handbook (rev. C) provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. Review of the device history records, including sterilization and packaging documentation, showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 19oct2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's ethnicity and race were not provided. The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for suspected bacteremia, was reintubated and suffered an embolic stroke. The patient is reported to be currently admitted. Additional information requested but not provided.